Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had experienced hypoglycemia for the past five weeks. The caller believed that the insulin pump was over-delivering. The patient's blood glucose at the time of incident was 1.9 mmol/l. The customer treated with food. The customer had been using the insulin pump within 48 hours of the reported hypoglycemia. During troubleshooting, no priming or dripping anomalies were noted. However, the reservoir contained less insulin than what was displayed on the status screen. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.